Event description:
A customer observed negatively biased dgxn results after calibrating a new slide lot on the vitros 250 analyzer. Negatively biased results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.